Manufacturer narrative:
(B)(4). Pump passed self test and displacement test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace at u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to clear the alarm and were able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.